Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report wil lbe submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) clinic mgr reported a fluid leak following the pt¿s discontinued treatment. After receiving a cycler warning the clinic mgr discovered fluid leaking from the cassette door. The samples has been retained for eval. During follow up, the attending pd nurse reported that the pt remained asymptomatic. He did not have signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.